Event description:
User reported an electrical shock when touching the IV pole that the blood warming device was attached to.

Manufacturer narrative:
The returned unit was evaluated and found to have a power cord with an open ground connection. Additional investigation showed evidence that the warming unit had fluid inside the unit. The warming unit is not designed or described as being waterproof. It appears that the combination of the open ground connection and fluid in the unit may have caused the short circuit. An MDR was not filed within 30 days of the event because of delays in reporting by the user facility, return of the unit involved and test times.